Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo 12.1 implantable collamer lens of -3.00 diopter lens has a tear/break during injection/delivery into the patients right eye (od) on (B)(6) 2023. The lens was implanted; removed and replaced on (B)(6) 2023 and the problem was resolved.